Event description:
Orig surg: 1998. Allegedly pt has pain and revision was performed due to wear. In 1998, 8mm isert was replaced with 17 mm. In 1999 radio lucent zone found on x-ray. In 2000 pt had swelling. In 2001 x-ray noted expanded radio lucent zone and pt had pain. Post-op 1998 surgery, ap and ml slight instability was found; however it was not so bad as causing wear at earliest stage.